Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the cartridge was leaking. Upon discussion, the user confirmed that the adapter was connected to the cartridge outside of the device. The agent explained that connecting the adapter outside the device may cause misthreading, which can result in leakage. No additional issues were reported. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.